Manufacturer narrative:
Continuation of d10: vedr01 ipg implanted on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced symptoms of bradycardia and dizziness. The patient also experienced syncope and hit their head on a dresser, creating a cut on the head. No further head injury was found during hospital visit. It was also noted that right ventricular (rv) had a suspected fracture. The lead exhibited rising rv pacing impedance, rising rv thresholds and intermittent loss of capture. The patient was externally paced via a defibrillator until pacemaker rv outputs were reprogrammed above minimum capture threshold. The lead was then capped and a new rv lead was implanted that afternoon. No further patient complications have been reported as a result of this event.